Event description:
Upon reassessment of the reported event, it was determined to be not reportable due to the malfunction has not previously caused a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable due to the malfunction has not previously caused a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00771203502 offset rasp handle right 45 degrees, lot# 62988370. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation until test phase is over. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handles were loose on the instruments during surgical procedure. No patient harm or adverse event occurred. Attempts to obtain additional information was requested; however, none was available.